Event description:
A report was received that the patient underwent an explant procedure due to increased pain. No further information could be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8336-50, serial/lot: (B)(4), description: coveredge 32 surgical lead kit 5 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device not returned.

Event description:
A report was received that the patient underwent an explant procedure due to increased pain. No further information could be obtained.